Event description:
It was reported the pt had high impedance on four contacts, and the stimulation had moved where it was not needed. X-rays were taken and did not reveal any obvious anomalies. The sjm rep met with the pt and reprogrammed the system. F/u identified the issue was not resolved with the reprogramming. It was reported the pt had a job where lifting and bending were required. The pt was working closely with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.